Event description:
A discordant, falsely low thyroid stimulating hormone (tsh) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s). The sample was repeated on an alternate instrument and resulted as expected. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low tsh result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse replaced the reagent probes 1 and 2 assemblies and lead screw. Quality controls were run and resulted within range. The cause of the discordant, falsely low tsh result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.